Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
Upon removing the device out of the sheath the catheter head and helix separated from the catheter. There were no device related complications. The device worked fine and we received an optimal result, however upon removing the device out of the sheath the catheter head and helix separated from the catheter. There were no device related complications and no patient injury as we were done with the procedure.